Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) changeout procedure due to normal battery depletion, the setscrews got stuck. The s-ICD was successfully explanted and replaced. No adverse patient effects were reported.